Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 499 mg/dl. Customer blood glucose level was 400mg/dl at the time of incident. The customer had increased thirst, nauseated, headache symptoms. The customer was treated for the high blood glucose with insulin pump. The customer was assisted with troubleshooting for high blood glucose level. Based on customer report customer did not allege pump was under delivering. The product will not be returned for analysis.